Event description:
Pt presented to ER. Required heparin lock. #18ga instyte autoguard shielded IV catheter was used. No complications encountered. When pt was discharged heparin lock was to be discontinued. Upon removal pt noted slight pain. Nurse noted that catheter had broken off. Appears that at least 1/2 of plastic catheter retained in pt's vein. X-ray's taken on 1/01, at physician office were positive for a plastic angio-catheter in left hand. Pt is scheduled for surgical removal. Upon investigation it was felt to be a defective catheter.